Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 24 mmol/l. Customer was treated with insulin pump. Customer was using auto mode. Customer had blood glucose level of 5.9 mmol/l. Customer stated that the insulin pump had multiple insulin pump error alarms. Customer stated that the issue was resolved by changing complete set. The insulin pump will not be returned for analysis.